Manufacturer narrative:
Investigation completed on 8/27/2024. A getinge field service engineer(fse) checked and observed but machine is performing ok. Checked machine on system trainer. Machine is working ok and observed 3-4 hours. All functional and safety checks are meet to factory specifications performed and returned to use.

Event description:
It was reported that before use on patient, the cs100 intra-aortic balloon pump (iabp) had issue in pressure signal. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a